Manufacturer narrative:
No information on patients pre-existing bone quality was provided. No radiographs, images or surgical notes provided to confirm the alleged event. Based on the information provided root cause cannot be determined at this time. No revision procedure information has been provided. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union...".

Event description:
On (B)(6) 2019, this event was reported at a physician conference. Case 4: procedure using coroent xl-h was performed on an unknown date. Post-operative image revealed an iliac screw back out.